Manufacturer narrative:
This product is registered as a combination product. Complaint history review performed on 6 august 2020 revealed no prior complaints on this product.

Event description:
It was reported that undersensing due to dislodgement was observed on the right ventricular (rv) lead. The rv lead was repositioned to resolve the event. The patient was stable following the procedure and there were no adverse consequences.